Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2008, that an endovive standard peg kits push method device was planned for use on a female patient during a peg procedure. According to the complaint, during the procedure, the feeding tube would not pass over the guidewire. The device was replaced with another endovive standard peg kits push method device. Refer to MFR report # 3005099803-2008-07270 for details regarding the second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.